Event description:
It was reported that the patient infusion set cannula was untaped due to leaks of insulin on (B)(6) 2026. When patient delivered bolus of more than seven units after third day of wear the insulin did not penetrate body but overflows and leaked out of the tape and quick release.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545 patient city- (B)(6) patient country- spain request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.